Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. The cause of the falsely high troponin results on the immulite 1000 instrument is unknown. Siemens is investigating the issue.

Event description:
The customer has observed falsely high results on one patient sample for the turbo troponin assay on an immulite 1000 instrument. The sample was run on the immulite 1000 instrument and then run on an alternate platform to confirm the result. The result obtained on the alternate platform was lower than that obtained on the immulite 1000. The patient sample was repeated on the immulite 1000 and the alternate platform again and the result was higher on the immulite 1000 compared to the alternate platform. The initial results obtained on the patient sample were not reported to the physician(s). It is unknown if the repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the falsely high results obtained on the immulite 1000 instrument.

Manufacturer narrative:
The initial MDR 2432235-2013-00535 was filed on november 12, 2013. Additional information (10/24/14): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) (B)(4) was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.